Event description:
While in use, the tip broke off of part. It was sequestered and returned to the importer. No injuries were sustained by the pt. The item was received and reviewed by quality control at the importer facility. The tip was confirmed broken. (B)(4) of part number 5700-03, were pulled and assessed internally and then forwarded to the manufacturer for further evaluation. It was determined that the material was not strong enough for the amount of force exerted on the tip. It was also determined that the tip and the shaft was not sturdy enough. Based on the determinations stated in the above paragraph, a design change was implemented for part number 3700-03, to ensure the following: increasing durability of the shaft, re-enforcement of the tip to withstand excessive force, and material strength by increasing from a lower grade (410ss) to a higher grade (17.4) which allows more flexibility. An ecr was requested and implemented which addressed the aforementioned changes. A follow up call was made to the initial reporter regarding the evaluation of the items and the necessary changes that were made to rectify the issue. The customer expressed gratitude that the item had been redesigned to make it more efficient and thanked for innomed being proactive in correcting the issue.